Manufacturer narrative:
MDR 1219913-2016-00242 was filed on december 15, 2016 reporting a (B)(6) advia centaur xpt (B)(6) result was obtained for a patient sample. On january 31, 2017 - additional information siemens requested additional information regarding the patient including the results of other (B)(6) markers for this sample. The information has not been received. Based on the information provided, there was a possible issue with the original sample. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false positive result siemens cannot rule out pre-analytical factors or sample issue.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) results is unknown. Siemens personnel repeated the patient sample at the customer site and the result was (B)(6). The patient samples are handled according to the (B)(6) preanalytical procedures. The samples are centrifugued with 1.000 g after 30 minutes clotting time. The patient sample was checked for any fibrin or inappropriate something but nothing was found. The patient sample was very low reddish color which indicate hemolytic. The instrument was inspected. The wash manifold was confirmed to be running properly. There was no system error. The instrument is performing within specifications. Siemens healthcare diagnostics is investigating. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A (B)(6) result was obtained for a patient sample. The result was reported to the patient. The patient questioned the result as the (B)(6) result was not expected. The patient went to another laboratory for testing. The result was (B)(6). The patient sample at the customer site was repeated and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.